Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The event was manifested by abdominal pain, nausea, and vomiting. On the same day as the event onset, the patient was hospitalized for peritonitis. The cause of the event and treatment details was unknown. Two days after the event onset, the pd catheter was removed and on an unknown date the patient was switched to hemodialysis. Two days prior to the receipt of this report, the patient was restarted on pd therapy. At the time of this report, the patient has recovered. No additional information is available.